Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional system information was provided.

Event description:
The customer reported functionality lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.